Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. There is no causal relationship between the objective evidence and the alleged event. A device replacement is not evidence of a product deficiency; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a draining slowly message during drain 2 of 4. There was no kinks, air bubbles, or fibrin found. The patient feels fluid on their pajamas. The patient does not feel fluid leaking from the patient line or the cassette. The patient was assisted with cancelling the treatment and referred to their pd nurse. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is displaying a draining slowly message during drain 2 of 4. There was no kinks, air bubbles, or fibrin found. The patient feels fluid on their pajamas. The patient does not feel fluid leaking from the patient line or the cassette. The patient was assisted with cancelling the treatment and referred to their pd nurse. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.